Event description:
It was reported that "the syringe broke in the surgeon's hand at the ring used to push the plunger, at the moment of injecting the product into the urethral meatus. As a result, a new syringe had to be used. Please note that this incident had already occurred earlier this summer, causing a cut to the surgeon's hand, although no formal report was submitted at that time." Additional information received on august 29, 2025, indicated that "the event occurred on august 27, 2025. There is no data, and it was not mentioned that there was any harm or health consequences." Further additional information received on september 09, 2025, indicated that "I confirm that the syringe breakage only caused injury to the physician during the first incident." 2 devices were involved. Associated MDR: 3014909464-2025-00040.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the syringe broke in the surgeon's hand at the ring used to push the plunger, at the moment of injecting the product into the urethral meatus. As a result, a new syringe had to be used. Please note that this incident had already occurred earlier this summer, causing a cut to the surgeon's hand, although no formal report was submitted at that time." Additional information received on august 29, 2025, indicated that "the event occurred on august 27, 2025. There is no data, and it was not mentioned that there was any harm or health consequences." Further additional information received on september 09, 2025, indicated that "I confirm that the syringe breakage only caused injury to the physician during the first incident." 2 devices were involved. Associated mdrs: 3014909464-2025-00038 and 3014909464-2025-00040.

Manufacturer narrative:
(B)(4) complaint evaluation testing was performed from the sample returned. Visual inspection has been performed of provided picture in terms of overall appearance. The pictures show onehalf-empty syringe with a broken flange. Lot number is not visible. Number of defective units is in accordance with report. One approximately half full syringe with the syringe flange broken off, of the reported lot in return. The batch record has been reviewed, and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. The root cause of the complaint is undetermined. No further actions will be taken regarding this complaint at this time. However, the lot will continue to be monitored, and if relevant, further investigation will be initiated.